Event description:
It was reported that, "pt was on schedule to see surgeon for hip discomfort. Prior to appt. She fell completely dislodging acetabular component. The one screw implanted is sheared on x-ray, original surgery performed in 2007. Surgeon's operative report states the surgery was needed due to failed primary surgery. Surgeon in his revision was able to remove the implanted shell easily and reimplanted a depuy prod. Pt's stryker accolade tmzf (size 1) was stable.